Event description:
It was reported that the surgeon attempted to insert the articular surface, but it would not seat properly. Another implant was opened to complete the procedure.

Manufacturer narrative:
Deformation of the dovetail can take place when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. Suboptimal orientation prior to attempted insertion may be what caused this reported incident; however, a definitive root cause cannot be determined with the info provided. The device is reported to have been discarded. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.